Event description:
The dr seated the abutment and torqued the screw to 35 ncm, the screw continued to spin and did not engage. The dr called back a few weeks later and stated that the bottom portion of the screw had broken off in the implant. The dr was asked by the call center manager to verify whether the abutment was a regular column (rc) or narrow column (nc) and she assured him that it was an nc. He asked her to check the chart to be certain, she did not discovered that it was in fact a rc. The manager explained that this was why the screw did not engage. She was using an nc screw with an rc abutment. The implant was removed and the pt received a bone graft. Following the bone graft process, the dr planned to place a new implant, but did not provide an exact date.